Event description:
6-8 weeks after implantation, the pt presented with headaches and a fever. The pt did not respond to treatments, so the durepair was explanted in 2005. During explant, it was noted that there was a hole in the center of the graft, and that csf was leaking from this hole. The pt is doing fine.